Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present and noted n186 distal occlusion alarms in the device history. This was due to a broken off distal pressure sensor pin. The customer reported event of device failed distal pressure test was confirmed. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During performance verification testing at the user facility, the device did not alarm a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.